Manufacturer narrative:
Insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected blank display anomaly. No moisture damage noted on motor, electronics assembly, vibrator motor or battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that she had received a replacement pump. Customer inserted a battery but would not switch on. The customer then inserted a second new battery, the device now flickered on and off but it would not go to the menu. Customer tried a third battery, same thing happened. The insulin pump will be returned for analysis.